Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The analysis was inconclusive. The device was confirmed to be functioning nominally. The battery plot anomalies were noted and scrutinized. Although transmission files showed the carelink monitor to have been anomalous at one point, there were no transmission files which covered the timeframes of the saw tooth timeframes of the battery plot. Therefore no conclusions can be drawn regarding carelink. No anomalies were able to be introduced or re-introduced.

Event description:
It was reported that the device reached recommended replacement time early and a patient alert was triggered. The device was explanted and replaced. No patient complications have been reported as a result of this event.